Manufacturer narrative:
(B)(4)- supplemental MDR - coring needle. It was reported blunt fill needles are causing coring. As a physical sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, four photos were received for evaluation by our quality team. Two photos show a needle inserted in a stopper vial. The other two photos show a needle without the plastic shield assembled a syringe next to a packaging blister top web. No defects or imperfections were observed. A device history record review was completed for provided material number 305060, lot 4277778. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. The lot was inspected and accepted based on our inspection control plan and approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of condition during the entire production run of these batches. Based on the investigation with the photo sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information was provided.

Event description:
Material #305060. Lot #4277738. It was reported that the bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill was coring. The following information was provided by the initial reporter: verbatim: customer reports blunt fill needles are causing coring when drawing up solumedrol.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.